Event description:
It was reported that the lid/hinges broke during surgery. It was confirmed that nothing fell into the surgical site. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
It was confirmed during evaluation of the battery housing that the hinge was broken, which caused the lid of the housing to not be properly attached to the bottom of the housing. The broken hinge was found to be due to a chemical attack on the hinge of the housing that occurred as a result of improper cleaning and sterilization practices.